Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Device remains implanted.

Manufacturer narrative:
Laboratory analysis summary device photograph(s) for the device related to the reported event of rupture and capsular contracture requested on december 18, 2024. Lot number 2476551 can be observed on the device. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported complete intracapsular rupture and capsular contracture baker grade iii. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear), one opening assessed as fold flaw opening an missing assessed as inconclusive. Shell thickness was within specification). ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and non penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted.